Manufacturer narrative:
The device was evaluated, and it was reported that the membrane on the on button was damaged; this issue caused the equipment to turn on and off by itself. The power switch overlay was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turned on by itself, and could not be powered off. There was no patient involvement when the issue occurred. There was no patient or user harm reported. Per the diagnostics performed by the remote service engineer (se), the v60 device turns on by itself and cannot be turned off. A power switch overlay was ordered for replacement and a field service engineer will be dispatched onsite.